Event description:
It was reported that the atrial lead exhibited undersensing, which was resulting in atrial pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead exhibited undersensing, which was resulting in atrial pacing. Follow up is in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).